Event description:
Surgeon reported a pt was approx 6 months post implant of a hybrid construct - rigid at l5-s1 and dynamic at l4-l5. The rod broke at the dynamic level. Surgeon stated pt had a fall approx 3 weeks ago, but did not see the surgeon because he was asymptomatic. Pt is still asymptomatic, but went to see the surgeon because of pain in his knee from twisting when he fell. Surgeon has no plans to remove the rod at this time.

Manufacturer narrative:
This info was not provided during initial report nor on completed questionaire received. Subject device has not been removed from the pt. Investigation is ongoing, no conclusion can be drawn. Review of mfg records for this specific lot number has been requested.